Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 4 mdrs filed for the same event (reference 0001825034-2016-01481 / 01482 / 01483 & 3006946279-2016-00067). Device remains implanted.

Event description:
The patient was treated for an infection of unknown origin approximately 30 days after implantation. An irrigation and debridement was performed on the left hip however no product was removed.